Event description:
It was reported that the pacemaker was close to end-of-life (less than three months of longevity remaining) and the patient was scheduled for routine replacement. The patient was pacing-dependent, with no intrinsic rhythm. During the replacement procedure on (B)(6) 2026, it was observed that the pacemaker had entered safety mode. The patient underwent successful device replacement without any reported complications. The device is expected to be returned.